Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the guidewire loop of a 5f exoseal vascular closure device (vcd) couldn't deploy during use. There was no reported patient injury. The procedure was a carotid angiography for a lesion in the carotid artery. The user is trained to the device. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the guidewire loop of a 5f exoseal vascular closure device (vcd) couldn't deploy during use. There was no reported patient injury. The procedure was a carotid angiography for a lesion in the carotid artery. The user is trained to the device. Additional information was requested but not provided. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was not depressed, while the guard was locked. The plug was in a manufacturing position, and the indicator wire was found deployed, where no abnormal conditions were observed to be present on the indicator wire. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. No additional anomalies were observed to be reported. The functional deployment simulation evaluation could not be performed, as the unit was received with the indicator wire already deployed. The reported event of ¿indicator wire deployment difficulty unable¿ was not observed through analysis of the device received since the condition of the device received since the device was received with the indicator wire deployed. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The exoseal IFU notes the following: (xi.5) once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.